Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited metal tip burnt, the tip cover is burnt, and foreign matter inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to foreign material inside the nozzle was not established. Based on the results of the investigation, it is likely the following led to the burnt mental tip and tip cover was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.